Event description:
Per distributor, after system checkout, device displayed single compressor malfunction message. Device was not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms recorded. Visual inspection of internal and external components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included five system checks with the driver left on for five minutes. Driver passed all checks without issue and no alarm. The single compressor malfunction alarm was not replicated during testing. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported single compressor malfunction alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found and the driver functioned as intended. The device was not in patient use at the time of the complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, after system checkout, device displayed single compressor malfunction message. Device was not in patient use at time of complaint.